Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The causer for the failure was isolated to a shorted esd700 component on the distribution node pca. The root cause for the shorted esd700 component would not be positively identified. The last pt to use this belt was appropriately treated and had their arrhythmias converted. No adverse event resulted from the defective electrode belt.